Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Other text : na

Event description:
During ICD revision, insulation damage was observed on the pace/sense pin. Hence, the lead was replaced.